Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was twisting of the vantage devices during the procedure. It was determined to be a temporary twisting and considered a technical issue rather than a device malfunction. The physician stated the device performed as expected and the procedure was completed successfully. Therefore, no further investigation was carried out by the site. Additional information was received and it was reported dual antiplatelet treatment (dapt) was administered. 5 days prior to index procedure, aspirin 300 mg loading and then 75 mg/daily for maintenance dose and prasugrel 60mg loading and 5 mg/daily maintenance dose. Aneurysm location left ica-c6. Aneurysm dimensions 32.5 x30 mm. Morphology fusiform. It was concluded that no device complaint to be reported as device was implanted successfully and physician did not see any device issue. No device damage ¿ devices were implanted successfully. Additional information received reporting that the event involved 2 pipeline vantage devices that were implanted for treatment of a left c6 ica fusiform aneurysm measuring 32.5mm with neck 30 mm. Incomplete neck coverage was noted. It was unknown if the event was related to a device deficiency or why 2 pipeline vantage stents were implanted. No patient symptoms were reported. Additional information received reported the second pipeline vantage was implanted to address incomplete neck coverage by the first pipeline vantage. It was not known at the time the information was received whether or not the incomplete coverage was due to any device malfunction. Neck coverage was achieved after implantation of the second pipeline vantage. Additional information received reported this case was considered a technical issue rather device malfunction. The physician also stated that the device performed as expected and procedure completed successfully. A construct with 2 vantage devices was made due to aneurysm size and morphology (giant fusiform aneurysm). Additional information was received indicating the patient had an intracranial hemorrhage with death. The adverse event did result in hospitalization prior to the death. The adverse event resulted after post-procedure and was noted as probably related to the disease under study. The result was a new or worsening of the existing neurological deficits. The adverse event was possibly related to the antiplatelet medicine, possibly related to the device, and possibly related to the procedure. Additional information reported the hospital end date was on (B)(6) 2021. Additional information received corrected that the hospital end date was on (B)(6) 2021. Additional information was received reporting that the site related assessment was updated to not related to the study device.